Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14337. It was reported that the patient presented to the clinic with phrenic nerve stimulation on their right ventricular lead. Interrogation also showed atrial lead noise. The physician capped and replaced both leads on (B)(6) 2020. The patient was stable throughout.